Event description:
PICC line inserted. A small "pin" hole was noted at the distal end of PICC. An attempt was made to patch/tape device not used but leakage continued. PICC line was discontinued the next day due to leakage. On 11/6/95 port which was leaking was clamped off, and double lumen was connected to PICC for delivery of tpn and medications. PICC had good blood return and was running via IV pump without leakage while distal port was clamped off. (*)